Event description:
The manufacturer service technician reported that piece of a broken blade was stuck in the handpiece, while it was being serviced at the manufacturer. There were no adverse consequences related to this event.

Manufacturer narrative:
H6: the quality investigation is complete.